Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument shown an unintended motion. The issue occurred when the surgeon's head was inside the console. The surgeon had removed the hands from the controls. The issue was resolved during the procedure by instrument replacement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the 8 mm prograsp forceps instrument wrist bend when trying to open or close the jaw. The procedure was completed with no reported injury.